Manufacturer narrative:
B3: event date unknown; month and year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient was being admitted to the hospital due to a pump malfunction. On (B)(6) 2024, 4 years 4 months 14 days after initiating sq remodulin, the patient was admitted due to a pump malfunction and would be transitioned to IV remodulin. During admission in (B)(6) 2024, patient was given 10 times their dosage of remodulin (overdose) and this caused the patient's heart rate to decrease, hypotension, and oxygen saturation decreased. Patient additionally experienced diarrhea, vomiting and urinary incontinence with the drug overdose. At the time of reporting, the outcome of heart rate decreased, hypotension, oxygen saturation decreased. The outcome of the diarrhea, vomiting and urinary incontinence is unknown. The reporter's causality for the events of heart rate decreased, hypotension, oxygen saturation decreased, diarrhea, vomiting and urinary incontinence with sq remodulin was considered to be possibly related. It was also stated that the company has assessed the serious adverse event of device malfunction as not related to sq treprostinil. The event was likely a complication associated with the use of the drug delivery system and not the drug itself.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.